Manufacturer narrative:
A device history record (DHR) review of lot 38999 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a fracture of the smartflex stent (5x150 vas 120cm) was detected during a follow up visit. Breakage of the smartflex in 1 of the flexion points causing the occlusion of the stent 8 months after its implantation. There was no reported patient injury. The product was clinically used and will not be returned for analysis. Images were made available and were analyzed: two images received were labeled patient 1 and are not relevant to this complaint. Four power point slides (slides 4-7) were received labeled patient 2. Slide 4: basal angio in (B)(6) yr old woman. Three separate angiographic images on slide: image 1: angiogram of contrast injected into lower extremity vessel with what appears to multiple lesions throughout. Image 2: angiogram of stent with areas of haziness, likely due to calcification of the vessel. Image 3: angiogram of vessel with contrast inject and lesion noted. Slide 5: final angio with the knee in flexion post-smartflex 5x150x120 distal (lot 38999) and proximal overlap of smart flex 5x8x120 (lot 40676). Two separate angiographic images on slide: image 1: angiogram of a vessel with multiple overlapping stents that continues below bend in knee with an overlap of a second stent noted proximal to knee. Image 2: angiogram of contrast injected through vessel. Vessel appears to be patent, with adequate flow. Slide 6: (lot 38999) causing occlusion of the stent 8 months after its implantation. Two separate angiographic images on slide: image 1: angiographic image of a possible stent fracture distal to overlap of stents. Image 2: angiogram of contrast injected into vessel with a possible occlusion noted. The flow appears curtailed at the point of a possible stent fracture. Slide 7: (lot 3899) in 1 of the flexion points of the stent 8 months after its implantation. Two separate angiographic images on slide: image 1: angiographic image of a possible stent fracture distal to overlap of stents but proximal to bend in knee. However the vessel exhibits severe flexion at this point. Image 2: angiogram of contrast injected into vessel with a possible occlusion noted at the first zone of flexion. There is evidence of collateral flow from this point, likely due the presence of a lesion prior to intervention, which displayed calcification in the initial angiogram.

Manufacturer narrative:
Complaint conclusion: as reported, a fracture of the smartflex stent (5x150 vas 120cm) was detected during a follow up visit. Breakage of the smartflex in 1 of the flexion points causing the occlusion of the stent 8 months after its implantation. There was no reported patient injury. The product was clinically used and will not be ret the product was not returned for analysis. A review of the manufacturing documentation for lot numbers: 38999 revealed no non-conformances or process excursion during the manufacturing and inspection processes that can be associated with the reported event. Picture review: two images received were labeled patient 1 and are not relevant to this complaint. Four power point slides (slides 4-7) were received labeled patent 2: on (B)(6) 2017: slide 4: angio basal en mujer de 85 años: basal angio in an 85 yr old woman. Three separate angiographic images on slide: image 1: angiogram of contrast injected into lower extremity vessel with what appears to multiple lesions throughout. Image 2: angiogram of stent with areas of haziness, likely due to calcification of the vessel image 3: angiogram of vessel with contrast inject and lesion noted. Slide 5: angio final con la rodilla en flexión post-smartflex 5x150x120 distal (lote 38999) y solapamiento proximal de smartflex 5x80x120 (lote 40676): final angio with the knee in flexion post-smartflex 5x150x120 distal (lot: 38999) and proximal overlap of smart flex 5x8x120 (lot: 40676). Two separate angiographic images on slide: image 1: angiogram of a vessel with multiple overlapping stents that continues below bend in knee with an overlap of a second stent noted proximal to knee image 2: angiogram of contrast injected through vessel. Vessel appears to be patent, with adequate flow. Slide 6: rotura del smartflex 5x150x120 (lote 38999) causando la oclusión del stent 8 meses más tarde de su implantación: breakage of smartflex 5x150x120 (lot: 38999) causing occlusion of the stent 8 months after its implantation. Two separate angiographic images on slide: image 1: angiographic image of a possible stent fracture distal to overlap of stents image 2: angiogram of contrast injected into vessel with a possible occlusion noted. The flow appears curtailed at the point of a possible stent fracture. Slide 7: rotura del smartflex 5x150x120 (lote 38999) en 1 de los puntos de flexión causando la oclusión del stent 8 meses más tarde de su implantación: breakage of the smartflex 5x150x120 (lot: 3899) in 1 of the flexion points of the stent 8 months after its implantation. Two separate angiographic images on slide: image 1: angiographic image of a possible stent fracture distal to overlap of stents but proximal to bend in knee. However the vessel exhibits severe flexion at this point. Image 2: angiogram of contrast injected into vessel with a possible occlusion noted at the first zone of flexion. There is evidence of collateral flow from this point, likely due the presence of a lesion prior to intervention, which displayed calcification in the initial angiogram. Review of the angiographic images received confirms ¿stent-fractured-in patient¿ as reported. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces may have contributed to the reported event. According to the instructions for use ¿placing multiple overlapping stents in the sfa may increase the possibility of stent fracture.¿ vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Neither the manufacturing documentation nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.